Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned for evaluation). Evaluation conclusions: (root cause could not be determined). (B)(4).

Event description:
Physician was attempting to use one (1) sprinter legend balloon (1.25mm x 10mm) to pre-dilate an occluded lesion in the lcx but when the balloon was inflated to 12atm it was reported that the balloon burst. The physician changed to a new device to complete the surgery. No clinical sequelae were reported for this event.

Manufacturer narrative:
Results: root cause of the event could not be determined, deformation problem. (B)(4).

Event description:
Evaluation summary: the distal tip was flared. The hypotube bond had pulled out from the hypotube shaft. 3.5mm of the bond was intact; the distal section of the bond and transition shaft was stretched. The balloon was inflated to 12 atms (rated burst pressure) and successfully maintained pressure.